Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half height drawer 4.1 was not on bus. A field service engineer (fse) checked cables and connections and found physical damage to the retractor band cable. The retractor band was then removed and replaced to resolve the issue. The fse verified drawer functionality in the test application and had the customer recover and access the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected. The customer rebooted the machine, but the drawer 4 was not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.